Event description:
It was reported that the lemo connector on the 9800 system came apart after a demo. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connector was reassembled during the service call. The system was tested and found to be working as intended and put back into service.